Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3005334138-2020-00124. During a crt-d implant procedure, the subclavian vein was perforated. When access to the subclavian vein was being performed, several punctures were required but were not successful. The vein was perforated several times and the patient's condition worsened with blood noted to be coming from the mouth. The patient was intubated and required ventilation support, eventually being transferred to the surgical operating room in unstable condition. Open chest surgery was required to stop the bleeding. There were no performance issues with any abbott device.